Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. The technical support team provided information on how to reset the pump, but the customer needed to follow up later due to a lack of an available power source. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.